Event description:
(B)(4). "Title: xxxxx. Event desc: during set up prior to connection to pt, respiratory technician was unable to calibrate mean circuit pressure on high frequency oscillatory ventilator (hfov). Respiratory therapist noted that the mean pressure adjust knob had turned past it's mechanical stop and the rt was unable to calibrate ventilator. Ventilator exchanged and sent to biomedical for repair." "Visual and operational test on (B)(6)2009: biomedical noted that the adjustment knob pointer was also used as the adjustment stop for the knob in the 5 o'clock maximum setting point. The stop post is a 2-56 threaded screw extending from the control panel. What we noted was the knob pointer was forced past the stop post and the user could not calibrate the ventilator after that point. The knob can easily slip past the stop post with little or no user effort. Biomedical temporarily thickened the stop pot by adding a 1/8" length of shrink tube over the screw. This prevented the knob from slipping past the stop post. We concluded that a minor design change may be needed to prevent the knob from going past the max adjust point." "Device usage problem: device failed (e.g. Broke, couldn't get to work or stopped working)". "Device usage problem: device was hard to use."

Manufacturer narrative:
(B)(4) - map would not adjust: the following info concerning the eval of the device by the user facility was documented by a carefusion customer advocate in response to a phone conversation between the carefusion customer advocacy manager and the user facility biomedical engineering director. Per a conversation between carefusion customer advocacy manager and the user facility biomedical engineering director. It was identified that this device was repaired by replacing the pointer knob and then returned to in-service operation. Further, the biomedical engineering director at this facility stated that the root cause was due to aggressive use by the respiratory staff. To support the customer, carefusion has agreed to send spare pointer knobs to this customer to replace during routine maintenance. Even though this event failure has been identified as a user error, we have initiated an internal corrective action request (car).